Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3301542 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2025; brand name sensight; product ID b3400060m (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2024; explant date (B)(6) 2025; brand name sensight; product ID b3301542m (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2025; brand name sensight; product ID b3400060 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced severe pain and discoloration at the lead extension connection site. Infection was confirmed at the post clavicular site by positive cultures and swabs taken at the incision site. The entire system was explanted due to the infection.

Manufacturer narrative:
Continuation of d10: product ID b3301542 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID b3400060m serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension product ID b3301542m serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type lead product ID b3400060 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from hcp. They affirm that all hardware was explanted and cultures were sent and confirmed as infection per infectious disease team. Infection resolved through a course of IV antibiotics. Medical devices were discarded.